Manufacturer narrative:
(B)(4). The reported field event of an svc set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the svc set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Event description:
It was reported that during device change out for eri, the setscrew for the svc connection was difficult to be loosened. After removing the sealing ring the setscrew was able to be removed. The patient condition was stable before, during, and after the procedure.